Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(6), implanted: (B)(6) 1993, product type lead; product ID 7496-51, serial # (B)(6), implanted: (B)(6) 1993, product type extension; product ID 3550-09, lot # lc3380, implanted: (B)(6) 2004, product type accessory; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A company representative planned to meet with the patient during the first week of (B)(6). The patient stated that he had no back pain a couple of years ago and did not use the stimulator. His pain started approximately a month prior. When the stimulator was attempted to be turned on, it would not turn on. The patient lived in a rural area and did not attempt to contact anyone. A company representative could not communicate with the device (with the physician programmer). The company representative stated it was believed that the stimulator depleted normally. The patient was scheduled for replacement on (B)(6)2014. Additional information about the outcome was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was seen by the physician on (B)(6) 2014 and it was decided that the stimulator was to be replaced. The surgery had been scheduled for (B)(6) 2014 but the patient got a call stating that there were insurance issues. The insurance company would not approve the replacement until the old stimulator was tested. The patient was in pain and had been in pain for 2 years. The patient had gotten so bad that the patient could hardly walk right now. Therapy had helped when it was working. The reason why it stopped working was still unknown. The patient was redirected back to their surgeon to finalize plans. Additional information regarding the cause and the final outcome was requested from the patients physician, if received, a follow up report will be sent.

Event description:
It was further reported that the replacement occurred on (B)(6) 2014 as planned. The patient was receiving proper therapy. No additional follow up will be pursued.

Event description:
Additional information from the patients physician confirmed that the battery had depleted. When the patient came in for a reprogramming attempt, it was noted it was completely depleted and not working. Since the replacement was scheduled for (B)(6) 2014, the patient 's outcome was not recovered/symptoms ongoing. Additional information about the outcome was requested, if received, a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator (ins) had been implanted in 2009 and had ¿quit working about 3 years ago.¿ it was noted that the patient had been informed that the ins had a life expectancy of 8 years, but hadn¿t worked in 3 years. It was noted that it was unknown whether the ins was still ¿good.¿ it was noted that if the ins was still ¿good,¿ reprogramming may be needed. It was stated that there was a loss of therapeutic effect. It was stated that the patient had not had any stimulation sensation for 3 years. It was noted that the ins had not been turned off, but had ¿just quit.¿ it was noted that the patient had been considering having the ins replaced. It was noted that prior to the sudden stop of stimulation 3 years ago, the patient had been receiving pain relief. It was noted that only the 9v light would come on, on the patient programmer (pp). It was noted that the 9v battery had been replaced on the day of this report. Additional information received reported that the patient could not get in to see the healthcare provider (hcp) until (B)(6).